Event description:
It was reported that this programmer screen was unresponsive. It was noted that this occurred in the magnetic resonance imaging (MRI) unit. After selecting load initial the screen would freeze when attempting to program the settings. Technical services (ts) recommended returning the programmer. The field representative would continue to observe the programmer in the field.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.